Manufacturer narrative:
This report is submitted on january 22, 2024.

Event description:
Per the clinic, the disposable battery of the sound processor was found to have allegedly leak fluid. Additional information has been requested but has not been made available as of the date of this report.